Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the stylus would not stay calibrated due to the overlay/bezel assembly out of electrical specification. As a result the overlay/bezel assembly was replaced. It was also noted that the tabs on the power cord bay door were broken and the hinge plate screws were loose. (B)(4).

Event description:
It was reported the stylus pen needs repair. It was also reported there is a loose screw taped to the keyboard and broken backing (re: extension cord). The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.